Manufacturer narrative:
Initial report for internal (B)(4) we have requested the device to be returned. Risk review- as per (B)(4) rev 15 - 1081 aurical aud & madsen a450 - risk analysis: hazard ID 6.5 cause- mechanical breakage, causing sharp corner, edges or pinch points. E.g. Due to steady force applied on the device. (Hit by something). Effects/harm - minor physical trauma injuries. Residual risk 3 (low) and acceptable.

Event description:
The manufacturer received the information regarding the aurical aud device. The user has reported for the headband recoiling back and hitting the patient on the head. The patient had a red mark and experienced bleeding as well. While investigating, a crack was seen in the headband connector. No medical intervention was required at this time.